Event description:
It was reported that a detached needle occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "I had an IV malfunction in the morning with pt . It was a 22g nexiva lot 91137627 ref383512. There was no issue with IV placement, and safety engaged, however the needle was unable to be detached from the IV. Multiple rns tried to detach needle and eventually the IV had to be pulled and a new one placed."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a detached needle occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "I had an IV malfunction in the morning with pt . It was a 22g nexiva lot 91137627 ref383512. There was no issue with IV placement, and safety engaged, however the needle was unable to be detached from the IV. Multiple rns tried to detach needle and eventually the IV had to be pulled and a new one placed."